Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg report # 2 of 2, medwatch report # 3004209178-2011-81388.

Event description:
The customer reported being in a (B)(6) for knee surgery. The blood glucose reading at time of the call was 232mg/dl. The customer stated that she changed the infusion set the day before and by the night the reservoir was empty. The customer stated that the reservoir was removed and there was insulin in the reservoir compartment. The customer did not save the reservoir and she filled another reservoir. The customer stated that the insulin pump is showing low reservoir again. Advised the customer to return the reservoir if there was insulin in the reservoir compartment when she removed. No further info was provided.